Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: death. Patient medical history includes but is not limited to: medical history positive for chronic kidney disease, diabetes mellitus (type 2) , hypertension, hyperlipidemia, chronic subdural hematoma, spinal stenosis. Patient medications include but are not limited to: alprazolam (xanax) 0.25 mg tablet, amitiza 24 mcg capsule, cyanocobalamin (vitamin b-12) 100 mcg tablet take 100 mcg by mouth daily, empagliflozin (jardiance) 10 mg tab take by mouth, lantus solostar u-100 insulin 100 unit/ml (3 ml) injection, lisinopril (prinivil; zestril) 10 mg tablet. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pll161407/24753448. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm and left common iliac artery aneurysm >4 cm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Additionally, the kidney, spleen, small and large bowel; as well as the left lower extremity were embolized. The patient tolerated the procedure. On (B)(6) 2022, the physician reported the patient expired and that a diagnostic laparoscopy and exploratory laparotomy were performed this date. The physician reports the cause of death (cod) was dead gut and that the death was not device related. The physician stated there was no deficiency of the gore devices and believes wire manipulation in the aorta during placement of the gore devices may have contributed to the patient¿s death. No further details were provided by the physician.